Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in h7 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the communication cable was pinched. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performs any other preventative maintenance on this beds. The tech reconnected the communication cable to resolve the issue. Based on this info, no further action is required.